Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece ran continuously. The shaver of the handpiece kept stopping and starting on its own during the sinus procedure. The device activated immediately when plugged into power source however during use it kept stopping and starting again. For troubleshooting, the hcp unplugged and plugged the device. A back up device was used. There was no patient impact.

Manufacturer narrative:
Analysis found that the alleged malfunction of runs continuously could not be verified. However, there was stalling. There was foreign material built up on rear bearings and the foreign material was removed. New rear seals and bearing cups assembly were replaced. The motor/cable subassembly and excluder were added. The device was cleaned, repaired, tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.